Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed; however the root cause is unknown. One 3 fr single lumen powerpicc sv was returned for evaluation. An initial visual observation showed use residue throughout the sample, particularly within the catheter. The ink on the extension leg was observed to be worn and faded. A large split was observed in the extension tubing just within the distal end of the luer connector. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed emanating from the split observed in the extension tubing. A microscopic observation revealed the fracture surfaces of the split in the extension tubing were rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. Plastic deformation was also observed on the fracture surfaces, which is typical of tensile failures. The tubing material of the extension leg was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. What appeared to be the beginning of another split was observed near the large split and the tubing material was observed to be adhered to the luer connector at this point. The root cause of the observed split is currently unknown; however, possible contributing fractures include material fatigue and excessive manipulation of the extension leg. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the powerpicc that was placed in (B)(6) 2017. It was stated the catheter became broken at the purple hub where it met the purple tube. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the powerpicc that was placed in (B)(6) 2017. It was stated the catheter became broken at the purple hub where it met the purple tube. No reported patient injury.